Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available.

Event description:
Doctor reported implant fracture and was removed. Procedure completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received (B)(4) (B)(6), (osseotite tapered certain implant 4 x 11.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use but was not identified fractured. Returned implant was observed severely damaged around the exterior collar and drive feature likely due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 236484. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 236484 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.